Event description:
A journal article was submitted detailing a study which was performed to investigate the curative efficacy and safety of the turbohawk system for in-stent restenosis in peripheral artery disease (pad) patients over 60 years old. 28 patients were included in the study. Surgical procedures were performed using the uncovered turbohawk atherectomy device through a femoral artery puncture (modified seldinger technique) under local anesthesia. The uncovered spider fx embolic protection device was placed below the target lesion to prevent distal embolization. Surgery was terminated when the residual stenosis was 30%. In a patient who had atrial fibrillation, perforation occurred. The patient developed femoral artery embolization on the 40th postoperative day.

Manufacturer narrative:
Title: short-term efficacy and safety of turbohawk atherectomy for in-stent restenosis in peripheral artery disease: a single-centre experience author: yi qin, yan shi, huawei zhuo journal: anz journal of surgery year: 2022 vol/issue: 1-5 ref: 10.1111/ans.16551. Age: average age, gender: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.